Event description:
It was reported that the pump experienced a malfunction, indicated by malfunction code 16. There was no adverse impact on the customer¿s blood glucose level. As a corrective action, technical support arranged for a replacement pump to be sent to the customer, who was informed to use a backup insulin pump to maintain insulin delivery. Instructions were provided on how to put the pump into storage mode, return the problematic pump within 10 days, and program pump settings into the new device once received. The customer acknowledged all instructions provided by technical support.